Event description:
The account alleged the brakes will not hold when the brake pedal is pressed. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.